Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - was there any adverse consequence associated with the patient? - did the needle fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). ----------contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2023 and suture was used. During the procedure, this case is from health authority. At approximately 18:35, doctors were suturing the patient's uterus. After removing the needle from the abdominal cavity, the instrument nurse discovered that the needle tip was missing and immediately reported it to the head nurse. They immediately began searching with the tour nurse and the chief surgeon. The tour nurse found the needle tip in the waste liquid bag, which could match the remaining part of the needle. Compare with needle of the same model and confirm that the needle is complete and correct. No adverse patient consequences were reported. Additional information was requested.